Event description:
Per the clinic, the patient experienced a decrease in performance with device use as well as facial nerve stimulation and headaches; the issues could not be resolved. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.